Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. Patient stated there was things on the screen, but the screen went black. Patient stated she charged overnight but now controller wouldn't do anything. Patient stated no device found and she did everything repositions it and nothing worked. Patient stated her battery internally was low. Troubleshooting prior the call as patient trying a reset, and this did not solve the problem, message on the screen did not resolve. It was noted patient was in a lot of pain and didn't want to resort to pain pills. A replacement controller would be sent to patient. It was noted controller screen went black. Additional information later date from patient stated that her battery would charge but her stimulator wasn't working, and it was not charging as well. No further complications reported/anticipated.

Manufacturer narrative:
Concomitant medical products: : product ID: 97755, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins) used for non-malignant pain. Consumer reported their ins was working great, but had depleted and they were unable to charge it, so they had experienced a return of pain and needed to take medication. It was reported the device not found message was persistently seen. The patient spoke with a manufacturer's representative (rep), who advised getting a new controller. Patient was issued a new recharger. Additional information was received. It was reported that the patient had the new recharger and could not interrogate the ins with the tablet and the controller showed "no device found." It had been a couple weeks since the patient could last recharge. They were in the passive recharge mode process. They tried 3 passive cycling modes and the ins had not resumed normal function. They were still getting screen 16. Ins depth reportedly looks good and the passive recharge mode showed a low of 95 and high of 97. They were told to charge the pc for at least 1.5 hours, to make sure it has sufficient charge. Manufacturer representative reported they will schedule to meet with the patient and if it is still not working, they will try to disable device. It was reported that they would call back if the issue was not resolved. No further complications reported/anticipated.